Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: tbd event description: van de 12 mm trocar is een stukje rubber afgebroken en in de patiënt terecht gekomen, de trocar lekte al een tijdje co2, niet wetend waar dit vandaan kwam, totdat per toeval een stukje rubber in de patiënt gevonden werd van de toegangspoort binnen de trocar. Als dit stukje rubber niet gevonden was, had dit grote gevolgen gehad voor de patiënt. Geen materiaal achtergebleven in patiënt translation ame: a piece of rubber broke off and fell into the patient. The trocar had been leaking co2 for a while, not knowing where this came from, until by chance a piece of rubber was discovered inside the patient from the seal of the trocar. If this piece of rubber hadn't been found, this would have had great consequences for the patient. No material was left behind in the patient. Type of intervention: n/a. Patient status: did a patient injury or illness occur associated with the complaint event? No.

Manufacturer narrative:
The event product was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of fragmentation of an internal rubber component of the seal. The shield, a plastic component of the seal, was noted to be missing a fragment. Based on the condition of the returned unit and description of the event, it is likely that the damage to the seal was caused by an instrument. Applied medical's instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible device enhancements intended to further minimize the potential for this type of event to occur.